Event description:
Caller reported aviva blood glucose result of "130s" mg/dl, result of "80s" mg/dl within 10 minutes on the professional system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported aviva blood glucose result of "130s" mg/dl, result of "80s" mg/dl within 10 minutes on the professional system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.